Event description:
The pt reported a decrease in stimulation. During a reprogramming session possible lead fracture was suspected. The surgeon implanted the pt with a new boston scientific spinal cord stimulator lead.